Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he was putting in his sensor and had an issue pulling the needle. When trying to remove the sensor, the needle was not there. He is not sure if needle is still inside of his body. Customer's blood glucose was 94 mg/dl. Advised customer to follow up with his doctor. The product will not be returned for analysis.

Manufacturer narrative:
The manufacturing location and lot number provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Inspected one new sensor and checked for missing or broken parts and none were found sensor passed per specifications.